Event description:
It was reported that there was normal battery depletion and there would be a replacement but it was not yet scheduled. It was noted that patient symptoms included shocking near the tailbone at the lead location and the patient status was no injury. It was later indicated that the leads and implantable neurostimulator were explanted.

Manufacturer narrative:
Product ID: 3889-28, lot# v343001, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the device was replaced. It was unknown if any diagnostics were performed. The shocking was resolved, but the overall patient status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v343001, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead.